Event description:
Nondelivery of tpn with no pump alarm. The pump was programmed to deliver tpn at 86ml/hr over 24 hours. After several hours of infusion, the nurse reported that there was no delivery. The drip chamber of the tubing set completedly filled, the display screen reportedly continued to increment, but there was no delivery, and the pump reportedly did not alarm. The tubing located inside the pump door just aove the yellow latch was described as being very flattened and contained "yellow froth" from the tpn solution. There was no reported problem with the pt's blood sugar and the pt's central line remained patent. There was no reported adverse sequelae. Although requested, no add'l info was available.